Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient stated that within a few hours or days after any sensor is applied, she breaks out in skin irritation. Patient was unable to provide specific dates or the number of sensors that reactions occurred with. Patient stated her doctor recommended over the counter benadryl cream, however the exact date of medical intervention is unknown. No additional event or patient information is available.